Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of a delivery to a homecare patient that ended sooner than expected. The pump was programmed by the pharmacy in the tpn mode to deliver a vtbi (volume to be infused) of 1450ml, with a 1 hour taper up, 1 hour taper down, for a duration of 12 hours, with a container size of 1500ml. The customer reported that the container included an overfill volume between 50ml to 100ml. The device was in a backpack during delivery that was hung from an IV pole. Reportedly after an unspecified length of time, the pump alarmed "bag empty." The customer contact stated that this was approximately 20 minutes early and an unspecified amount of solution remained in the container. There were no reported patient adverse effects. No medical interventions were required. Though requested, no additional information was provided.